Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain,") and genital haemorrhage ("excessive and abnormal bleeding/abnormal bleeding (general),") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included intrauterine contraceptive device (paragard) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of dyspareunia ("pain during sexual intercourse"), libido decreased ("decreased libido"), migraine ("migraine/") and alopecia ("hair loss"). On an unknown date, the patient experienced the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight gain / loss specify which one: weight loss") and headache (" headache"). The patient was treated with surgery (bilateral salpingectomy.) . Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, libido decreased, migraine, alopecia, the last episode of dyspareunia and weight decreased outcome was unknown and the genital haemorrhage had resolved. The reporter considered alopecia, genital haemorrhage, libido decreased, migraine, pelvic pain, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet new reporter, patient demographic information, lab data,essure indication permanent birth control by bilateral occlusion of the fallopian tubes, new events dyspareunia (painful sexual intercourse) and weight gain / loss specify which one: weight loss, were added the event abnormal bleeding (general), migraines / headaches, pain clubbed with previous event. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/ pain pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding/abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included leukorrhea and constipation. Concurrent conditions included menses irregular, menstruation abnormal, breast lump, dysfunctional uterine bleeding and hypermenorrhea. Concomitant products included intrauterine contraceptive device (paragard) since (B)(6) 2013 for contraception. In 2013, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headache") and weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the second episode of dyspareunia ("pain during sexual intercourse/ dyspareunia (painful sexual intercourse)"), libido decreased ("decreased libido"), migraine ("migraine") and alopecia ("hair loss"). In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (bilateral salpingectomy.) And surgery (bilateral salpingectomy.). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, the last episode of dyspareunia, libido decreased, migraine, alopecia, weight decreased, headache, fatigue and weight increased outcome was unknown and the genital haemorrhage had resolved. The reporter considered alopecia, fatigue, genital haemorrhage, headache, libido decreased, migraine, pelvic pain, uterine haemorrhage, weight decreased, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure device noted in the fallopian tubes without contrast extravasation or spill. Essure satisfactory placement: distal end of the inner coil is with in the tube with less than 50% of the length of the inner coil trailing into the uterine cavity, or the proximal end of the inner coil is < 30mm from contrast at cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Pelvic ultrasound with transabdominal and transvaginal scanning. Impression: minimal fluid in endo cervical canal. Current weight as of (B)(6) 2018: 105 ibs. Approximate weight at the time of essure placement: 130 lbs. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia, abnormal bleeding. Most recent follow-up information incorporated above includes: on 4-may-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Event pain pelvic pain, dyspareunia (painful sexual intercourse) were clubbed with previously reported events. Events fatigue, weight increased were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain,"), genital haemorrhage ("excessive and abnormal bleeding/abnormal bleeding (general),") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included leucocoria and constipation. Concurrent conditions included weight gain, menses irregular, menstruation abnormal, breast lump, dysfunctional uterine bleeding and hypermenorrhea. Concomitant products included intrauterine contraceptive device (paragard) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of dyspareunia ("pain during sexual intercourse"), libido decreased ("decreased libido"), migraine ("migraine/") and alopecia ("hair loss"). On an unknown date, the patient experienced the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight gain / loss specify which one: weight loss"), headache (" headache") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, libido decreased, migraine, alopecia, the last episode of dyspareunia, weight decreased and uterine haemorrhage outcome was unknown and the genital haemorrhage had resolved. The reporter considered alopecia, genital haemorrhage, headache, libido decreased, migraine, pelvic pain, uterine haemorrhage, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure device noted in the fallopian tubes without contrast extravasation or spill. Essure satisfactory placement: distal end of the inner coil is with in the tube with less than 50% of the length of the inner coil trailing into the uterine cavity, or the proximal end of the inner coil is < 30mm from contrast at cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2013: total bilateral occlusion. Pelvic ultrasound with transabdominal and transvaginal scanning. History: woman with dysfunctional uterine bleeding. Impression: minimal fluid in endo cervical canal. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dyspareunia, abnormal bleeding. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Reporter and patient demographics were added. Historical condition, concomitant disease, laboratory data, concomitant drugs were added. Event abnormal uterine bleeding added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.